Event description:
It was reported that this lv'' was exhibiting functional loss of capture (loc). Technical services (ts) was consulted and explained it only happened at high rates. The lead remains in service. No information is available at the moment.